Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received final analysis found that the insulation was abraded at 3.8 cm to 4.4 cm from the connector pin which exposed the outer coil. The abrasions are consistent with constant friction with another implantable device.

Event description:
It was reported that the lead exhibited noise. All electrical values were within normal range.